Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 20 atm's on the initial inflation. The patient was asympomatic during this event. The lesion being treated was a hard, calcified and 95% stenotic lesion in the mid lad coronary artery. The quantum maverick monorial balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.